Manufacturer narrative:
Based on the information provided, no conclusion can be made. The subject device has been returned for evaluation. When the sample evaluation is completed, a supplemental emdr will be submitted to document the results. The instructions-for-use, supplied with this device states, "place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular (90-degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Compress handpiece trigger in a single, complete, and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed."

Event description:
As reported, during an unknown procedure on (B)(6) 2022, when using the sorbafix enhanced fixation device a fastener deployed at an angle. It was reported that there was a strange noise when returning the position of the trigger and the fastener could be deployed forcibly. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Based on the information provided, no conclusion can be made. The subject device has been returned for evaluation. When the sample evaluation is completed, a supplemental emdr will be submitted to document the results. The instructions-for-use, supplied with this device states, "place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular (90-degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Compress handpiece trigger in a single, complete, and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. The evaluation of the device could not reproduce the reported event of fasteners deploying at an angle and noise heard. Functional testing found the device to misfire and deploy 2 fasteners at once. While a definitive root cause could not be determined the most probable root cause for the reported event is an event occurring during user / device interface while apply excessive force as reported. No manufacturing anomalies found. Updated fields: b4, g3, g6, h2, h3, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during an unknown procedure on (B)(6) 2022, when using the sorbafix enhanced fixation device a fastener deployed at an angle. It was reported that there was a strange noise when returning the position of the trigger and the fastener could be deployed forcibly. Another device was used to complete the procedure. There was no reported patient injury.